Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly the customer is using cold insulin, and not removing cartridge air. Tandem clinical support informed customer that using cold insulin, and not removing cartride air, is off label per the user guide. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose (bg) level was 250 mg/dl.